Event description:
Information was received indicating that poor water flow was observed to a smiths medical level 1 hotline low flow system. The reservoir cover was also noted to be leaking. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the device had a cracked tank cover. There was wear and tear damage on the enclosure, front cover, and plate clip. The unit had an outdated power switch and pcb. The investigator filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (poor water flow/leak from the reservoir cover) was confirmed during testing. The product problem occurred because the faulty pump was producing poor water flow. The reduced flow was also due to a crack in the tank cover which was causing a leak. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.